Event description:
It was reported that there was no alleged product issue. It was noted that the neurostimulator had been repositioned to another location to avoid pain during patient activities. It was noted that the device was repositioned on (B)(6) 2013. It was noted that the event was solved. It was noted that the patient¿s status at the time of this report was alive with no injury. It was noted that symptoms associated with the event include pain at the device pocket. It was noted that the patient felt pain at the device pocket and was limited in his activities. Additional information received reported that the physician did not consider the event linked to the device itself.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).